Event description:
Per the report received from thailand that this valve model 3300tfx19mm, was explanted twelve (12) hours after implantation due to coronary obstruction which was as reported, unrelated to the valve itself.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it was sent to the hospitals pathology department. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from thailand, this valve model 3300tfx19mm, was explanted twelve (12) hours after implantation due to coronary obstruction which was as reported, unrelated to the valve itself. There were no sizing issues or concerns regarding intraoperative electrocardiogram (ECG). A 19mm bioprosthesis was implanted as a replacement. The patient was noted as to be discharged home.

Manufacturer narrative:
Information added/updated to sections b5, d6b and h6 (clinical code, type of investigation, investigation findings and investigations conclusions). Corrected data in section h6 (type of investigation): 4117 (device not accessible for testing) replaces 4114 (device not returned). Additional h6 (type of investigation) code: labelling review. H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A device history record (DHR) review was performed, and no relevant non-conformances were identified. Based on the information available, the complaint is unable to be confirmed and a definitive root cause cannot be conclusively determined. However, the most likely root cause is patient and/or procedural factors. An edwards defect has not been confirmed.